Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 23-inch teflon infusion set and questioned whether insulin was being delivered correctly after ingesting a brownie; the user was guided through a site change for the 23-inch teflon inset, after which insulin delivery resumed and glucose began trending down from 366 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution in progress after the infusion set replacement and resumption of insulin delivery. Investigation included troubleshooting and user education by guiding the user through the infusion site change. Investigation of this case revealed an unclear cause of hyperglycemia, with possible infusion site or delivery concern that improved after the site change, and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.